Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy resection of lung tissue in a thorascopic lobectomy procedure, the device was unable to fire. They press the green button to stimulate, but it did not work and the grip did not move. They replaced the device to complete the case and resolve the issue. The patient was alive with no injury.

Manufacturer narrative:
Post market vigilance (pmv) received one device opened by the account without packaging. Visual inspection of the instrument noted no abnormalities. Functional analysis noted the reload would not load properly. Forwarded to ponce engineering for further evaluation of loading issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The distal end of the cover tube was observed to be cracked. The rack of the stapler pushed the body assembly, bending the plastic feature. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the observed damage may occur if the loading is forcefully loaded into the stapler, causing the rack to push the body assembly, bending the plastic feature. As a consequence, no loading unit can be loaded to the stapler and the instrument is unusable. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.